Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that entire drawer was failed. A field service engineer (fse) found that the drawer 4.2 was completely non-functional. The drawer board was replaced, and the row board cable was reseated. A registered pharmacist tested the drawer and fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, entire drawer was failed and had invalid read write cubie memory error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.